Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013, for which the patient claimed seeing two inaccuracies in 24-hours, and reported that blood glucose values were both lower and higher than cgm values. For example, the patient reported the following discrepancy: cgm reading at 156 mg/dl and blood glucose meter reading at 97 mg/dl. The patient reported no use of acetaminophen at the time.at the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.